Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen timed out earlier than expected. Reportedly, the customer had the time out setting to 120 seconds; however, the customer reported that the pump would time out after 30 seconds. There was no information provided regarding the customer's blood glucose level. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.